Event description:
The patient reported a return of bladder symptoms in (B)(6) 2016 after having the settings adjusted. It was indicated that the patient had two urinary tract infections since that time. The patient also noted that the implantable neurostimulator (ins) shut off by itself in (B)(6) 2016. At the time of the report, the patient checked the settings and the device was off. The patient was able to turn the ins back on. It was noted that the patient did not know how it could have shut off since she has not used the programmer. The patient was implanted for urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.